Event description:
Ventilator alarmed "device alert" "unable to deliver status of breath delivery". Patient was manually ventilated using an ambu bag until new ventilator was brought into room(<1 minute). Patient connected to new ventilator with no issues. Patient remained stable throughout incident.